Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing during an atrial fibrillation (af) event due to variable amplitudes of r-waves while in af. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing during an atrial fibrillation (af) event due to variable amplitudes of r-waves while in af. The s-ICD system remains in service. No adverse patient effects were reported.